Manufacturer narrative:
D10: concomitants: a908209 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, a227948 320-02-38 - rs expanded glenosphere 38mm, +4mm offset, b039570 320-10-00 - equinoxe reverse tray adapter plate tray +0, a809594 320-15-01 - eq rev glenoid plate, a996638 320-15-05 - eq rev locking screw, a953445 320-20-00 - eq reverse torque defining screw kit, a882392 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, s531490 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, a896443 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, a788061 531-78-20 - shouldr gps hex pins kit, 02000124039 a10012 - gps implant kit v2.

Event description:
It was reported that a 60 yo female patient, initial right shoulder implanted on(B)(6) 2024 , underwent a revision procedure 5 days post due to a dislocation. The humeral stem, adapter tray and liner were exchanged. A constrained liner was implanted. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for analysis as they were discarded. No device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6 clinical code. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have resulted from soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.